Event description:
It was reported that following a percutaneous peripheral intervention (ppi), an angio-seal sts plus was selected for use. The patient was being treated for peripheral vascular disease at the right common iliac artery. A pre-deployment angiogram found moderate calcification and mild tortuosity at the right common femoral artery (cfa) puncture site. The vessel lumen diameter was 5mm. A 7f-16cm zeon sheath was also used. The physician felt the tamper tube going into the artery during the deployment. The puncture site actively bled and manual compression was applied for two hours to achieve hemostasis. One day later, an ultrasound revealed an occlusion near the puncture site. However, collateral blood flow was confirmed through the periphery and pulses were felt. The right ankle-brachial index (abi) was at 0.3. Blood transfusion was given as a precautionary measure as the patient had been slightly anemic. A few days later, the patient recovered and was discharged. The patient was taking 100 mg/day of aspirin and 75 mg/day clopidogrel.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.